Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2022. On (B)(6) 2022 a 4cm-long crack at guide pin position was found at the catheter and was leaking cerebrospinal fluid (csf). Due to the issue the physician retrieved the microsensor and stop monitoring on (B)(6) 2022.

Manufacturer narrative:
The microsensor was not returned for evaluation (discarded) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.